Event description:
It was reported that there was a hole in the catheter. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with opticross coronary catheter to visualize the lesion. When the physician flushed the imaging catheter, he noticed that there was a hole in the catheter. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).